Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen extraction balloon v could not be inflated. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the balloon was extend and retracted with the endoscope's forceps elevator raised, causing the balloon to rub against the forceps elevator. The balloon was not fully deflated when the product was inserted into the endoscope, causing the slack balloon to catch on the endoscope channel or forceps table, resulting in increased resistance. The device was operated abruptly or with excessive force when retrieving a foreign object. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11. The device was not returned for evaluation and the customer's allegation could not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.